Event description:
It was reported in an abstract titled "new instruments for high thoracic kyphoplasty", that: complications noted: -1 asymptomatic dorsal leakage -1 asymptomatic leakage -3 lateral leakages without neurologic dysfunction. All patients were mobilized the next day and were discharged. No further information was reported.

Manufacturer narrative:
Report source: article titled "new instruments for high thoracic kyphoplasty", by a. Prokop, m. Chmielnicki, c. Koukal, r. Stenz. Method - device not returned; followed up with author.